Manufacturer narrative:
Qc had been recovering out of range low when run through the closed tube accessing (cta) system, but it was in range when run directly on the instrument. The specimens were collected in gold top, plastic, lithium heparin with gel separator tubes. The samples were centrifuged at 3,000 g for 10 minutes. No specific sample quality issues were noted. The samples were run from either primary tubes or nested cups. A customer technical support (cts) suggested that customer flush the cta sample probe. The customer flushed the cta sample probe and began running patient samples. The instrument did not report any error messages. Later, the customer ran qc through the cta system and results were out of range low. The customer replaced the cta sample probe and problem was resolved. The lab reran all samples since flushing the cta sample probe and corrected multiple results. A field service engineer (fse) was dispatched: the fse ran a test on the cta, confirming that replacing the cta sample probe resolved the issue. On recur, treatment is not likely to be initiated or withheld based on erroneously low bnp, pth, ft4 and tsh measurements. These assays alone are not used as a sole determinant for treatment; additional testing would be needed prior to making any treatment decisions. Erroneous accu tni and ckmb results could potentially contribute to treatment decisions that may impact the patient. The root cause for this event is unknown. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low results for several assays generated by the synchron lxi 725 clinical system for multiple patient samples. The customer indicated that multiple false low, bnp, tsh, ft4, pth, troponin (accu tni), and ckmb results were reported out of the lab. After servicing the instrument, the customer reran all samples and obtained higher results. Corrected reports were sent. The laboratory is not aware of any specific patient consequences in connection to this event.